Event description:
Pt reported defective whisperject. He did not specify the defect. It is unk if pt experienced adverse event or missed a dose due to the malfunction. Lot number and expiration date are unavailable. Dose or amount: 1 syringe, frequency: three times weekly, route: subcutaneously. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: multiple sclerosis.